Event description:
In (B)(6) 2009, the surgeon performed a right si joint arthrodesis using three ifuse implants. The pt had good initial relief of his right sided si joint pain. Approx 18 months after the index operation, the pt began complaining of the same right si joint pain that he had complained about pre-operatively. Workup included a diagnostic injection which confirmed that the pain was coming from the si joint. A CT scan showed that the second and the third ifuse implants were positioned slightly more dorsal than ideal. In addition, the CT scan showed that the second and the third implants were a bit short and were not deeply seated into the sacrum. There was good bone ongrowth into the iliac portion of the second and third implants. However, there was lucency and a halo around the sacral portion of the second and the third implants. The surgeon presented this case for discussion at the si (B)(4) meeting in (B)(4) 2012. On (B)(6) 2012, the surgeon performed a revision surgery. At surgery, he placed two add'l ifuse implants anterior to the three implants that he had placed previously. He did not remove any of the previously placed implants. The pt has done very well after the revision surgery. He has had resolution of his right sided si joint pain.

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual and fmea, the root cause is improper placement of the implant and incorrect ifuse implant size selection.